Manufacturer narrative:
The issue may be related to sample heterogeneity, as each laboratory received their own slide. It is possible some slides have the mutation and others may not which led to the discrepancies observed. Furthermore, although it is unknown what each laboratory used to measure the concentration of dna, it was confirmed that two laboratories used qubit fluorometer for dna quantitation of the eluate. Using a fluorometer is considered off-label. Per the method sheet of cobas® egfr mutation kit v2, customers should use a spectrophotometer. The technology differs as spectrophotometer quantitate total nucleic acid concentrations (dna, rna, proteins, free nucleotides and salts) whereas fluorometric methods (e.g. Qubit) employs a much more specific approach. The dyes fluoresce only when bound to the selected molecule in the specific application (dna, rna, or protein). Roche does not have guidelines or data to support the use of fluorometers in dna quantitation, as only spectrophotometer (any vendor) was validated for use with cobas® egfr mutation kit v2. In addition, the true relation of these discrepancies with an existing issue of false positives for exon20ins mutation with the cobas® egfr mutation test v2 cannot be ruled out. Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees have been notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). In conclusion, heterogeneity of the sample and/or the use of a fluorometer for dna quantitation may be the root cause or contributing factor(s) of the discrepancies. However, based on the data provided (negative result using ngs) an association to the existing issue of false positives for exon20ins mutation with the cobas® egfr mutation test v2 cannot be ruled out.

Event description:
A customer from russia alleged discrepant results for 1 patient using the cobas® egfr mutation test v2. The samples tested as internal controls and not as patient samples. The first test was performed using cobas® egfr mutation test v2 and generated a mutation detected result for exon20ins. A secondary laboratory retested another slide of the same sample using next generation sequencing (ngs) which did not detect exon20ins. A third laboratory retested another slide using cobas® egfr mutation test v2 and generated a mutation detected result for exon20ins. A final and fourth laboratory retested another slide using cobas® egfr mutation test v2 and did not detect exon20ins. The results were not reported. No harm was alleged. An investigation was conducted to evaluate the customer issue.